Event description:
Reporter alleged that her family attempted to test on the compact system when she was incoherent and feeling low blood glucose symptoms, but couldn't get a result due to the meter having no power and would not turn on. Reporter stated that the family called 911 and gave her sugar, candy, and soda. A friend tested her on the friend's bayer meter; reporter stated that her blood sugar was so low that it would not give a reading on the bayer meter. Emts did not test the reporter as they did not have a meter. Emts treated reporter with a tube of glucose paste. Friend tested reporter again on the bayer meter and reading of 39 mg/dl was obtained. Emts treated the reporter over 45 minutes; friend tested reporter again on bayer meter and reading was above 70 mg/dl. Customer currently feels fine. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Medtronic received info that the pt with this bioprosthetic valved conduit died the same day as re-operation. It was reported that the pt had previously undergone a ross procedure where a bioprosthetic pulmonary valved conduit was placed in the pulmonary position. The pulmonary valved conduit reportedly had calcified due to an aneurysm on the aorta which had bulged into the pulmonary valved conduit.